Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and bleeding, received sensor updating alert for an hour. The customer reported blood glucose value of 48 mg/dl. The customer was treated by eating and taken to emergency room. Symptoms at the time of admission: passed out and hit face; broke nose and foot. The event involved products mmt-1884l, mmt-7040a, mmt-397a and mmt-332a. Troubleshooting was performed. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(4) event date of 04-jun-2025. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(4) event date of 04-jun-2025. On the primary svn#: (B)(4) event date of 03-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 03-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 03-nov-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 03:36:00.000 insert battery alarm was found on: (B)(6) 2025 04:09:10.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 02:05:59.000. There was no power data available for the event date of 03-nov-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.78 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for sensor anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.